Event description:
Reportedly, the physician experienced connection issues during the implantation procedure with reply pacemakers: the screwdriver was inserted into the set screw at a 90 degree angle, ensuring the screwdriver was seated as far as it could advance. He turned the screwdriver but only got one click (the screwdriver was described as spinning within the head of the screw). In some case(s), the implanting physician used another wrench (not packaged with the pacemaker itself) to tighten the lead.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. (B) (4). Since the devices involved in this report are kept implanted, no final conclusion could be drawn; in addition, device serial numbers were not confirmed. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, add'l instructions to ensure the wrench was fully inserted have been included in the newest reply instructions for use (section 5.5 reply dr IFU). For a visual example of the proper lead connection procedure, please refer to the video posted on the pacemaker medical professional section of the sorin group cardiac rhythm management website (http://www.sorin-crm.com). This case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.